Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display as insulin pump alarmed for replace battery now without low battery warning. Customer¿s blood glucose was unknown at time of incident. Customer also states that insulin pump alarmed for insulin flow blocked which was resolved by changing complete set. Further customer states that display was return after restart. Customer advised to monitor the pump and call back if needed. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display anomalies or unexpected insulin flow blocked alarms noted. Device trace download analysis confirmed the device alarmed power error, low battery alert, power loss alarm and replace battery now alarm. The power management tool confirmed power error, low battery alert, power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, serial number label missing and minor scratches on lcd window.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.